Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor cart cable. No patient injury was reported.

Event description:
The customer reported the system intermittently will not fluoro. No patient injury was reported.